Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the device alarmed due to a machine and proximal pressure sensor failure reference. There was no patient involvement.